Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing site address is unknown. (B)(4). Placeholder.

Event description:
According to the reporter during a 1-level anterior cervical discectomy with fusion (acdf) procedure, the surgeon was implanting a vectra plate and screws. He decided to change one of the screws for a different size screw. When he removed the screw, the locking clip in the plate hole broke. Surgeon removed all 4 screws, and the plate, and replaced them with a new plate and 4 new screws. He completed the procedure with no further problem. Screws were discarded. This is 1 of 2 reports for event # (B)(4).